Manufacturer narrative:
The device was returned for analysis. The reported needle to cuff miss was not confirmed as not all components were returned for analysis. A review of the lot history record identified no manufacturing noncomformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy interaction with patient anatomy, link pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of a calcified left common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous transluminal angioplasty interventional procedure. Reportedly, there was no suture present when the plunger was removed. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.